Event description:
Meter name: fasttake meter. Strip name: fasttake strips. Meter code: unk. Strip code: unk. Strip storage: outside of vial. Symptoms: none. A pt reported they guessed on how much insulin to take. Their meter allegedly would not power on and also displayed er1. Not able to get a reading on meter. Not tested in any other equipment. Treatment was guessed insulin.. No further info has been reported.